Manufacturer narrative:
Batch review performed on 02 december 2021: lot 183487: (B)(4). Expiration date: 2023-07-22. No anomalies found related to the problem. (B)(4). Additional device involved: batch review performed on 02 december 2021: gmk-sphere 02.12.0410crr tibial insert fixed sphere cr #4/10 mm r (k181635) lot 185620: (B)(4). Expiration date: 2023-10-01. No anomalies found related to the problem. (B)(4).

Event description:
At 3 years after the primary, the patient came in reporting instability and hyperextension and the cause is unknown. The surgeon revised the liner and femur. The surgery was completed successfully. The surgeon used a thicker liner to provide greater varus/valgus stability and revising the femoral component to give the patient a post to reduce hyperextension.